Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient's mother reported insulin flow blocked alarms. This issue occurred with eight sets. However, alarm did not occur during fill tubing and the event was resolved by changing complete infusion set and reservoir. No further information available.